Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 190-200mg/dl after eating. Last 5 results in memory were 159mg/dl, 155mg/dl, 181mg/dl, 73mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (73) and the highest normal result (200) is located in zone c/d. No adverse event reported.